Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine generator change out. Upon performing fluoroscopy, externalized conductors were observed on the rv lead. The lead was electrically normal and the patient was asymptomatic. The physician elected to cap the lead on (B)(6) 2016 and implant a new rv lead without incident. The patient was stable before, during, and after the procedure.